Manufacturer narrative:
One medfusion case was received with the top case cracked on the left corner and by the tubing guides. The event history log was reviewed and there was a supercap post in the history. The power up process was conducted and there was a supercap post at power up. The black low profile supercap on the main board did not operate as intended. The cause of the reported issue was unable to be determined since no damage was found on the main board. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.

Event description:
No patient involved.

Manufacturer narrative:
Other, other text: additional information- no patient involvement.